Event description:
The event involved a microclave¿ connector where it was reported that during administration of ¿zheng baoyou¿ using a micropump on 6.23, the nurse patrolled and found that the drug was leaking, and the clave connector was found to be cracked during the examination, and the connector was immediately replaced. The patient involved is a 73 year old female. The painkiller is flurbiprofen axetil injection. It is not a chemotherapy drug and has no adverse effects on patient care. It is cleaned up as as per protocol. The place of use is medical institution. That the cause and analysis is product reason (including instructions, etc.), that the description of the cause and analysis is quality reason and that the preliminary processing situation is replace the product. That the local national medical products administration (nmpa) review is pass and local nmpa name is fuzhou medicines adverse reaction monitoring center. There was patient involvement but no patient harm in the event.

Manufacturer narrative:
The complaint of leakage on the 01c-c3300 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 9613777 was reviewed and no non conformities were found that would have led to the reported complaint. Additional contact information: (B)(6).